Event description:
The customer reported to olympus that the deflectable videoscope was leaking at the universal cord and video cable. There was no patient involvement associated with this event. The device was returned for evaluation. During the device evaluation, the adhesive on the distal end of the objective lens was peeling off. This medical device report (MDR) is being submitted for the reportable malfunction found during device evaluation.

Manufacturer narrative:
The olympus device was returned for evaluation and the additional findings were as follows: due to a pinhole on the universal cord and video cable, water tightness was lost and due to a dent on the distal end water tightness was lost, the bending section cover had a scratch and the adhesive on the bending section cover had a chip, the venting connector on the light guide connector was loose, due to wear of the angle wire, bending angle in the up direction did not meet standard value, the video connector case had a crack, and the video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An additional investigation was concluded for the noted events of "air leak from the universal cord of the cable section" (event 1) and "air leak from the video cable of the connector section" (event 2). Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of event 1 was presumed to have been due to the following: the universal cord was confirmed to have been replaced in (B)(6) 2017 and the device was found to have been used for approximately six years. It is determined that there is no device failure since the subject device could have been used far exceeding the warranty period of the device. It is difficult to precisely specify what kind of external stress caused perforation, and no further investigation was available. The suggested phenomenon of event 2 was presumed to have been due to the following: the video cable was confirmed to have been replaced in (B)(6) 2016 and the device was found to have been used for approximately seven years. It is determined that durability of the device is no issue since the subject device could have been used far exceeding the warranty period of the device. It is presumed that bending load to the subject site had been accumulated, leading to the subject event. It is suggested that the user facility consider requesting a periodic inspection and/or preventive repair of the device, and to review methods to prevent exceeding the durable life of related components. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to deterioration from accumulation of chemical stress along with reprocessing, and/or external physical stress. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions for ltf-s190-5/10, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿. Instructions for ltf-s190-5/10, reprocessig manual, chapter 5 ¿reprocessing the endoscope¿, section 5.4 ¿leakage testing of the endoscope¿. Olympus will continue to monitor field performance for this device.